Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. The caller was instructed by technical support to ensure the pump was not connected to a power source and to press the center of the button firmly with the tip of their finger while supporting the pump. The caller confirmed that the button functioned as intended after following these instructions.